Event description:
The customer observed falsely elevated architect total b-hcg results for a 33-year-old female patient. The following results were provided: (B)(6) 2025 sid (B)(6) initial result 1316.87 miu/ml, repeated < 1.2 miu/ml. New collection performed (B)(6) 2025 sid (B)(6) result < 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 65735ud00. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Event description:
The customer observed falsely elevated architect total b-hcg results for a 33-year-old female patient. The following results were provided: (B)(6) 2025 sid (B)(6) initial result 1316.87 miu/ml, repeated < 1.2 miu/ml. New collection performed (B)(6) 2025 sid (B)(6) result < 1.2 miu/ml. No impact to patient management was reported.